Event description:
Healthcare professional reported "rupture, typically benign calcifications and multiple perimplant silicone granulomas". Later healthcare professional reported "intracapsular rupture" and "capsular contracture Baker grade II". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.